Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure , the surgeon removed the trocar and discovered tiny white piece of plastic in umbilical subcutaneous tissue of stab site. The device component was retrieved by hand. Another trocar was opened. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon removed the trocar and discovered tiny white piece of plastic in umbilical subcutaneous tissue of stab site. Another trocar was opened.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device for evaluation. The visual inspection of the device noted that the threaded anchor was received. A small green piece of foam with a tiny white spec was received. The obturator was received inserted in to the cannula. Prolonged insertion can cause the envelope seal to become stretched. The trocar, cannula, envelope seal and circular seal appeared intact. Removing the trocar from the cannula revealed two small b-shaped staples inside the duckbill seal. Pmv performed functional testing, the device failed an air leak test. If information is provided in the future, a supplemental report will be issued.